Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. No changes have been made, the crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
No further changes were made and the system remains in service. No adverse patient effects were reported.